Manufacturer narrative:
Updated field - b4, g1, g3, g6, h2, h11. Corrected field - h6(medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, b5, d9, d10, e1(initial reporter and email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion, health effect: clinical code, health effect: impact codes), h11. The failure analysis and testing department received touchscreen with a reported unit failure of touchscreen failure. The failure analysis and testing department performed a visual inspection and found the part to be in good condition. The failure analysis and testing department installed touchscreen into the cardiosave test fixture and tested touchscreen to factory specifications per procedure and the cardiosave service manual. The fat department observed that the touchscreen did not respond to touch anywhere on the display. The fat department verified the complaint of the touchscreen not responding to touch. The touchscreen failed testing. Retaining the touchscreen in the fat department. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found the touchscreen unresponsive on keypress. System still boots as normal with no errors shown. Replaced the touchscreen, and the device now operates as normal. Device passed all functional and safety checks as per OEM specifications. Device returned to customer and cleared for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had touchscreen failure during startup. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had touchscreen failure. Injury information is unknown.